Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The caller reported that the infusion device was administering too much insulin and the user lost consciousness at work. The user was transported to the hospital and was diagnosed with hypoglycemia. The customer was treated with multiple glucose injections. The hospital recommended the customer stay in the hospital overnight for observation, however the family declined and took the customer home later that day.